Event description:
Per the clinic, the patient was treated with oral steroid (duration not reported) due to inflammation at implant site. The implanted device remains. This report is submitted on june 15, 2023.